Manufacturer narrative:
Tracking number (B)(4).

Event description:
According to the reporter: clear platic tip came off that covers knife blade. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.